Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was repeatedly going to into diabetes ketoacidosis due to their high blood glucose. Customer also reported receiving no delivery alarms on their insulin pump. The customer also reported being hospitalized for high blood glucose. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of hospitalization was between 400 mg/dl to 500 mg/dl. Customer stated the cause of their hospitalization was from diabetes ketoacidosis. It was also found the customer was feeling nauseated and dehydrated prior to being hospitalized. Customer was treated at the hospital with their insulin pump. Advised customer their insulin pump will be replaced. No additional information provided.